Event description:
The adhesive that seals the electrode on the arthrocare wand detached after 15 minutes of use. The left shoulder was inspected with loops and irrigated with large amounts of lactated ringers. No residual foreign body was found.